Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date ¿ ni, manufacture date ¿ ni. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694.

Event description:
During a right shoulder arthroplasty, the humeral liner would not seat. This resulted in a 90 minute delay. Fracture of the humeral diaphysis was also discovered during the procedure.